Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms) and noisy signals. The physician elected to exchange the ra lead to resolve the event and no adverse patient consequences were reported. The lead was received for analysis.